Event description:
The device was implanted in the operating room at the time of lumpectomy in 2003. The device was explanted in 2003. In 2003, two days prior to the completion of brachytherapy, the pt experienced cellulitis and tenderness in the left breast. This infection was treated with antibiotics and radiation therapy was completed. As of 2003, it is reported that the wound is slowly healing, large, and the skin changes around it are improving.